Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after implant the patient¿s cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection with an open pocket. The organism was identified as (B)(6). The patient was treated with antibiotics. It was also noted that the patient also had a wound on their foot that may have been osteomyelitis. No further patient complications have been reported as a result of this event.